Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead exhibited loss of capture. An x-ray revealed the lead had dislodged. An invasive procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.